Event description:
During routine maintenance, customer reportedly noted output of vaporizer was higher than expected. There was no reported pt injury. Co's investigation into the reported occurrence is still ongoing. A follow-up report will be issue when the investigation has been completed.